Manufacturer narrative:
Additional information was added: the device was manufactured from june 21, 2019 - june 25, 2019. Three (3) actual devices were received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates of all three (3) samples were within the product specification range. The samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors did not fully infused. The device was filled with flucloxacillin 12g in 0.9% sodium chloride (nacl). It was further reported that the midline was flushed, however it had "flashback". This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.